Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. The catheter balloon was inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. However asymmetrical balloon was observed with balloon concentricity 100/0. The balloon was deflated only 3ml in 5 min using returned syringe. The balloon was inflated using in house syringe and deflated 10ml methylene blue solution within 01min44sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterilized water leaked from the area around the connection between the funnel and the shaft. Per notification from investigator on 30dec2025, it was reported that ballon concentricity 100/0 and difficult to deflate against the returned syringe was found during sample evaluation on 17nov2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterilized water leaked from the area around the connection between the funnel and the shaft.